Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device had insufficient adhesion. Insulation sheath came off from the point of use. Another device was used and it worked fine. There was no patient injury.